Event description:
The customer reported that the probe on the ortho provue analyzer dripped. Info was not provided regarding possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the pressure setting was out of specification. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.